Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 434mg/dl. The customer's most current level was 337mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The cannula was noted to be bent. The customer declined to conduct high pressure testing at this time. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.